Event description:
It was reported that during surgery the ratchet cannot engage mesher, signs of some damage observed. The handle was not able to perform the up and down motion. It was unknown if there was patient harm or surgical delay. Due diligence is complete; there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in australia.